Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (2000 mcg at 998.48321 mcg/day) and bupivacaine (20 mg at 9.98483 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had pump site pain. Additional information received from the healthcare provider via a clinical study and device manufacturer representative indicated that the patient had pump site swelling and discomfort. The wound was not healing from notion implant in (B)(6) of 2024, part of the incision holing the pump into the body was oozing puss. Aspiration of a seroma was done; 36cc of serous fluid aspirated from the pump site. There was shallow sloughing of skin on the left lateral aspect of the incision along with some eschar present. A culture was taken and was positive for 1+ serratia marcescens. Surgical removal of infected site pump, moving new pump to other implant location was done.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that there was brown draingage from the pump site. Bactrim was adminsitered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3:non-destructive analysis was performed and no anomalies were found. Initial analysis was performed, but destructive analysis was not performed as there was no mention of a malfunction. Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: explanted: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.